Event description:
It was reported that: "patient returned with instability proceeded to remove insert, and place thicker 28mm #3."

Manufacturer narrative:
An eval of the device cannot be performed as the device was retained by the pt and was not returned to the MFR. X-rays and medical records are not available as per hospital protocol. Should device or add'l info become available, the eval summary will be submitted in a supplemental report.